Event description:
After performing daily maintenance, the user noticed a leak from the analyzer. The fluid was dripping from underneath the analyzer onto the floor and created a large puddle in front of the analyzer. No one was injured. No patient samples were involved.

Manufacturer narrative:
The field representative determined the sipper and reagent wash stations were overflowing onto the sipper mechanism. He cleared a blockage in the sipper and reagent wash station drain tubing and wiped liquid off the sipper mechanism. Mechanism checks were performed with normal aspiration. The user also ran controls and stated the results were in range.